Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was broken and did not display an image. The issue was identified during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, d10, g1, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image due to faulty charged coupled device (ccd), and failed leak test a root cause could not be identified. Based on the results of the investigation, the most probable causes of the alleged failure broken, no image is due to a faulty charged coupled device (ccd). Which is traced to component failure, and expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.